Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snares would not cauterize. There was not enough information as how procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.